Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported that while completing routine maintenance by getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) tidal volume disc was replaced. During this replacement, a misrouted wire was pinched behind the tidal volume disc causing a short. This short affected the power management pcb as well as the solenoid control pcb. Replaced the power management pcb ((B)(4)) and solenoid control pcb ((B)(4)), as well as the pim ((B)(4)) to resolve the reported issue. 2 power management pcbs were consumed, the root cause of the issue was not discovered initially, causing a the initially replaced power management pcb to be affected. Patient not involved and no harm reported. All function and safety checks performed to meet factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had solenoid control issue. While completing routine maintenance, the tidal volume disc was replaced. During this replacement, a misrouted wire was pinched behind the tidal volume disc causing a short. This short affected the power management pcb as well as the solenoid control pcb. There was no patient involvement.